Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the catheter was kinked at the anchor and the catheter was repaired. The event had been resolved and the product would not be returned. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The device was still implanted, but a revision was to occur on (B)(6) 2019. The device planned to be returned to the manufacturer for analysis.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 09-mar-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving fentanyl with concentration 250 mcg/ml at a dose rate of 70 mcg/day via an implantable pump for non-malignant pain. It was reported that the patient presented to the hcp¿s office on (B)(6) 2019 for a refill. The expected volume out was 6 ml and the amount that was aspirated was 17 ml. The patient was scheduled for a dye study on (B)(6) 2019. The dye study was attempted but the catheter was unable to be aspirated. It was noted that there were no environmental/external/patient factors that may have led or contributed to the issue. The patient denied any symptoms other than decreased pain relief. The patient was to be scheduled for catheter exploration and revision soon, the date was to be determined. The issue was not resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be determined. The patient¿s medical history and weight was noted as having been requested but would not be made available. No further patient complications have been reported as a result of this event.